Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace gasket fell off. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage found. There was no instrument collision and no fragment fall into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a damaged teflon pad of the clamp arm. The teflon pad was completely dislodged from the clamp arm. There was no missing material, and the teflon pad was returned with the instrument. The complaint was confirmed by failure analysis.